Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the backlight, down, up, and ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was undamaged and all the buttons were responsive. The keypad cover was opened and no contamination was found. The pump was opened and no issues were noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.